Manufacturer narrative:
B5. Describe event or problem updated. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 12 x 4.00 mm promus premier drug-eluting stent (des) was deployed and landed in a disease-free area, with the stent size selected appropriately. The physician then noted an abnormality in the angiogram, and a flow restriction occurred due to a distal stent edge dissection. A promus premier 16 x 4.00 mm promus premier was deployed distally, overlapping the previous stent and covering the dissection. Timi iii flow was achieved and the patient was doing well. The procedure was completed, and no further issues were reported. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and non-calcified. The stent was fully inflated without issues at 10 atmospheres, and a 4x8mm non-compliant balloon was used to post-dilate the stent. Per the physician, too much stent expansion during post-dilation caused the dissection. The dissection was graded as type e, and the patient was doing well.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 12 x 4.00 promus premier drug-eluting stent (des) was initially deployed and landed in a disease-free area, with the stent size selected appropriately. However, the physician found some abnormality in the angiogram, and a flow restriction occurred due to distal stent edge dissection. Additionally, the physician stented the distal part by overlapping the previous stent to cover the dissection with a promus premier 4x16mm des. Shortly after, the patient was doing well with timi iii flow achieved. The procedure was completed, and no further issues were reported.